Event description:
Boston scientific received information that during a post-operative check, this patient¿s right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture, high thresholds, and oversensing of noise was also observed with the ra lead. An x-ray revealed that the ra lead was not fully inserted into the header of the device. A compression of the ra lead near the suture sleeve was also seen. The ra lead was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.